Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by the customer that the vtbi of the installed syringe has less actual volume than what is ordered from the emr, the alaris system adjusts the rate of the infusion to maintain integrity of the duration of the infusion. There was patient involvement but no harm. Additionally, the customer had a product enhancement request "the request would be to build in a configuration setting for an allowable volume threshold for ordered volumes (vtbi) versus actual detected vtbi by the syringe module. Example ¿ if emr vtbi is ordered for 10 ml and alaris syringe module detects 9.8 ml, that alaris system would allow that vtbi to function as is without manual adjustment."